Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) has haptic disfigured during implantation, while being partially inserted into the patient's right eye. But surgery was completed successfully with another lens. The patient fully recovered. There was no incision enlargement, no vitrectomy, unknown if sutures performed or if there was delay in procedure. Directions for use was followed. No other information was provided.